Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between pd therapy utilizing the liberty select cycler, and the patient¿s hospitalization for peritonitis and fluid overload (fo) characterized by fibrin and dyspnea. Per the pdrn, the patient was advised to discontinue use of the liberty select cycler after observing fibrin within the circuit. The patient was advised by the pdrn to complete manual pd therapy. The patient was reportedly non-compliant and did not perform manual pd as advised which resulted in the patient¿s hospitalization. Per the pdrn, the patient¿s pd catheter (not a fresenius product) was malfunctioning due to fibrin buildup from the peritonitis (etiology unknown). Furthermore, the pdrn stated the patient¿s poor diabetes control adversely affected the ability to ultrafiltrate fluid, which caused the fo. Therefore, based on the information available, the liberty select cycler is disassociated from the events as there is no allegation or objective evidence indicating a liberty select cycler deficiency or malfunction is associated with these event(s) and/or hospitalization. Fo is a common and often preventable process. Patient related factors, such as non-compliance and comorbid conditions are significant contributing factors. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report that the liberty select cycler is alarming with an alarm (unknown) during fill 1 of treatment. The patient reportedly had fibrin and cancelled treatment during fill 1. The patient stated that they would contact their peritoneal dialysis registered nurse (pdrn) on how to complete treatment. Technical support provided information regarding the alarm (unknown) and advised the patient that the cycler is available for continued use. Upon follow up, the pdrn reported that the patient did not perform manual treatments as advised and as a result was hospitalized on (B)(6) 2019 for shortness of breath, fluid overload and peritonitis. Additional follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) revealed that the patient¿s pd catheter (not a fresenius product) would not drain/function properly due to fibrin caused by the underlying peritonitis (specifics not provided). During the hospitalization, the patient was transitioned to hemodialysis (hd) for rrt due to poor diabetes control which affected the patient¿s ultrafiltration and lead to fo. The patient¿s pd catheter has yet to be evaluated, however there is no plan to return the patient to continuous cyclic peritoneal dialysis (ccpd) therapy. The discharge summary was requested, however it has yet to be received by fresenius. The cause of the peritonitis is unknown.